Manufacturer narrative:
Batch review performed on 6 september 2019: lot 185105: (B)(4) items manufactured and released on 4 septmeber 2018. Expiration date: 2023-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
Revision surgery performed 1 month after the primary due to pain caused by a superficial wound and draining distal to the wound. The surgeon performed a washout and poly swap successfully. Infection is not confirmed.